Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri). The current monitoring voltage is 2.66v with charge times of 18.9 seconds. There was concern of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed eri. Information suggests this device remains in-service. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.